Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure it was mentioned that when a catheter was inserted into the sheath and aspirated, the air was noted inside the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.